Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed with naked eye and a microscope and no issues were noted. A clear passage test and clamp function test were performed with no issues noted. A leak test was performed with no leak noted. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a customer who experienced a connection issue between the transfer set and the disconnect cap coincident with peritoneal dialysis (pd) therapy. The customer identified a gap between the transfer set and cap after connecting. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.